Manufacturer narrative:
The investigation determined from the information and data provided, a general reagent issue can most likely be excluded. The questionable results obtained are consistent with a sample pre-analytical issue. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in: (B)(6).

Event description:
The initial reporter complained of questionable thyroid results from a cobas 8000 e 801 module for 1 patient sample. From the data provided, there were questionable results for elecsys tsh assay, elecsys ft4 iii assay, and elecsys estradiol iii assay. Refer to the attachment for patient data. Discrepant results are highlighted. The results in question were reported outside of the laboratory. The results of sample 1 from (B)(6) 2019 were deemed to be correct.